Event description:
A literature article received notes that a patient with a right ventricular leadless pacemaker (rvlp) developed pacing-induced cardiomyopathy. The physician elected to explant the rvlp and replace with a cardiac resynchronization therapy with defibrillator (crt-d).